Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0414 captures the reportable event of sheath torn material at distal end. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a zero tip basket device was used in a ureterorenoscopy and lithotripsy procedure. During preparation, it was found that the outer casing net of the device has burrs. The procedure was completed with another same device and there were no patient complications reported.

Event description:
It was reported that a zero tip basket device was used in a ureterorenoscopy and lithotripsy procedure. During preparation, it was found that the outer casing net of the device has burrs. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0414 captures the reportable event of sheath torn material at distal end. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this zero tip basket underwent a thorough analysis. Visual inspection of the device identified that the sheath was torn at the distal section. The device was inspected under magnification, and it was possible to see that the sheath was kinked in the center. The handle was actuated and the basket was able to open and close. Based on the information available and analysis results, the issues found could be related to handling and manipulation of the device during preparation. It is probable that an excess of force applied to the device such as operational factors could lead to bend and kink of the sheath. A conclusion code of adverse event related to procedure was assigned to this investigation.